Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) was within range. Customer also mentioned that they ran 4 to 5 patients from the same run of other patients and they did not find any issues with any of the other samples. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit. The cse noticed dried serum buildup around the sample dispense port and cleaned it. The cse found that the sample lead screw was worn and replaced it. The cse replaced two aspirate valves as a precautionary measure after which the weekly maintenance was still failing. The cse then replaced the daily cleaning valves. The cse replaced a bent ancillary probe collar and ensured it was properly installed. Visual protocol looked good and qc was performed with good results. The cause of the discordant, falsely elevated thcg result on one patient sample is unknown. The instrument is running according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total hcg (thcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). Consequently, the patient was removed from ied birth control. The patient was tested for thcg in a hospital, and the result was negative. The physician(s) questioned the original result and requested a repeat. The customer stated that three secondary sample tubes were rerun including the original tube, and all resulted negative. The customer also mentioned that other tests ordered on the same patient were repeated and resulted satisfactory. The corrected result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated total hcg result.